Event description:
There was an allegation of questionable sodium electrode results for 1 patient sample on a cobas 6000 c (501) module. The initial na result was 174 mmol/l, and the repeated result was 135 mmol/l. The sample was repeated because the technician questioned the initial result. The repeated result was believed to be correct.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The field service representative performed checks/inspections and found no issue with the instrument. He performed tests with acceptable results. The investigation is ongoing.

Manufacturer narrative:
Sections d1-d4, g1, and g4 were updated. The provided data showed "cal e" alarms for sodium on the date of the event. The alarm trace showed the following alarms: "calibration > compensated limit", "sensitivity alarm present", "calibration error ise", "ise int. Ref. Concentration error", and "ise response error 2". The investigation did not identify a product problem. The cause of the event could not be determined.